Manufacturer narrative:
Date received by manufacturer used for date of event. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record in trackwise was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 18nov2017. The review was performed from the date of manufacture to the present date 05apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had came in with channel error, which was resolved with changing out right side iui and pass work okay and pass all test. There was no reported patient involvement.

Event description:
It was reported that the device had came in with channel error, which was resolved with changing out right side iui and pass work okay and pass all test. There was no patient involvement.

Manufacturer narrative:
Correction: device manufacture date. Annex b: b11, b14.